Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient on (B)(6) 2010, who stated that he discarded the cassette and the lot number was unknown. He stated that when he called baxter technical support and was walked through the steps, he noticed kinks in the line. He was able to resume therapy successfully and there was no injury or medical intervention as a consequence of this event.

Event description:
The customer contacted baxter?s technical service center regarding an alarm on the homechoice (hc) during the initial drain. While troubleshooting the alarm, the home patient (hp) stated there were a couple of air bubbles in the patient line. The hp ended therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.